Manufacturer narrative:
The analysis found the setscrew inset was partially stripped. This indicates the wrench was being incorrectly and partially inserted which caused the stripping of the inset. The setscrew was tested to fully tighten and to loosen from test leads with the wrench being fully and correctly inserted into the setscrew inset. The electrical testing found normal device characteristics and the device is above elective replacement indicator (eri). The reported complaint of the a-setscrew could not be loosened to remove the lead was confirmed. The problem is related to the user¿s use of the wrench.

Event description:
During an initial implant procedure, the header was unable to be loosened from the device. The device was exchanged to resolve the event and the patient was in stable condition.